Event description:
It was reported that an x-ray showed that the lead had migrated due to the implantable neurostimulator (ins) twisting in the pocket. This was the second time this had happened and the doctor was going to do a revision. Due to the twisting of the ins, the lead was pulled back and the patient experienced a loss of efficacy. It was unknown when the ins started twisting. The x-ray also showed the lead being in a ¿knot¿ due to the twisting. Information received about a week later indicated the flip was confirmed via x-ray and when the surgical pocket was opened during revision. Impedances were also conducted prior to x-ray. The results were not provided. The lead was tied in ¿multiple knots.¿ the devices were revised and after the procedure the patient was doing fine. The reporter was unaware of the efficacy the patient was receiving. Per manufacturer¿s device registry, the patient¿s system was explanted on (B)(6) 2014.

Event description:
Additional review indicated that only the lead was replaced per manufacturer¿s device registry and not the implantable neurostimulator.

Manufacturer narrative:
Product ID: 3889-28, lot# va01q8p, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).